Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. As part of our investigation of this report, olympus made multiple follow up attempts with the facility regarding the reported event; however, no additional information was obtained. In addition, an olympus endoscopy support specialist (ess) was dispatched to the user facility on may 31, 2016 to assess and observe the account¿s reprocessing practices and to provide reprocessing training if necessary. The ess found no deviations from the account¿s reprocessing practices. Please cross reference the initial 10 mdrs that were previously submitted: 2951238-2016-00471, 2951238-2016-00472, 2951238-2016-00473, 2951238-2016-00474, 2951238-2016-00475, 2951238-2016-00476, 2951238-2016-00477, 2951238-2016-00478, 2951238-2016-00479, and 2951238-2016-00480.

Event description:
Olympus received a medwatch report on june 2, 2016 indicating that 22 primary cultures were positive for gram-negative bacteria (gnb) after high-level disinfection (hld) reprocessing. Eleven different bacteria were isolated. There have been no documented cases of patient to patient transmission. No patient injury has been identified. Two different ultrasonic gastrovideoscopes were identified (model# gf-uct180 and gf-uc140p-al5). The serial numbers of both devices are unknown. Originally on may 11, 2016, olympus received a clinical article stating that there were 9 cases of positive cultures and 1 case of patient infection. Positive primary cultures were speciated as: klebsiella pneumonia, pseudomonas aeruginosa, escherichia coli, sphingomonas paucimobilis, stenotrophomonas maltophilia, hahnia alvei, klebsiella oxytoca, and citrobacter freundi. The author reports that there were no cases of carbapenem-resistant enterobacteriaceae (cre) and no cases of patient to patient transmission; however, one patient who underwent an endoscopic ultrasound (eus) fine needle aspiration with a culture-negative echoendoscope subsequently developed fluoroquinolone resistant e. Coli bacteremia; which matched post procedure surveillance culture. A total of 10 initial mdrs were submitted to account for the nine cases of positive cultures and 1 case of patient infection. Based on the new information received, olympus is submitting thirteen additional mdrs to account for the 22 primary cultures positive for gnb. This accounts for the medwatch report's total of 22 positive cultures. The original 9 reports for positive culture will be supplemented. This is report 22 of 22.

Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from fds to odg.